Event description:
Additional information: the reporter said that the pump was already in place and indicated that they were only planning to revise the catheter, and the reporter was unsure if the daily dose was remaining constant.

Event description:
A catheter blockage was initially reported, a revision was to be performed. It was further added that the concentration of the drug would be decreased. Drug delivered via the device was bupivacaine. It was later reported that the entire system was explanted as patient's pump pocket showed infection with gram positive cocci "few" and wbcs. Healthcare provider (hcp) suspected a clot/occlusion in the proximal catheter piece as the remainder catheter piece distal to that was patent. Hcp could not aspirate or inject the proximal section. Patient was to have a re-implant after antibiotic therapy and 6 weeks have passed. Patient sustained no injury, recovered without sequel.

Manufacturer narrative:
Catheter model 8709sc, lot# n222925005, implanted: 2010 (B)(6), explanted: 2012 (B)(6); catheter model 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the date of the last refill was (B)(6) 2011. The infection was diagnosed (B)(6) 2012. Peri-operative antibiotics had been administered. There was drainage discovered behind the old pump while in procedure for catheter revision. The primary location of the infection was the device pocket. A culture was obtained and was (B)(4). The patient received IV (intravenous ) antibiotics and the entire system was explanted. The patient outcome was noted as infection resolved. The patient had new pump and catheter implanted (B)(6) 2012.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The catheter was returned as well and analyzed. It was noted that on examination the sc connector showed coring down in the cup and a "flap" of material. This coring and resulting flap was very atypical and its appearance seemed to indicate the sc connector had been properly (evenly) centered down in the sc connector's cup. It was believed per analysis that the anomaly seen down in the cup of the connector along with implant time, that at one time (past) sc connector was patent and the possibility that the coring seen resulted in occlusion as reported in the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.